Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she inserted sensor and transmitter did not connect. The customer stated that she used enlite sensor instead of a guardian. The customer stated she was wearing a quickset and blood glucose went up. The customer stated she switched it out and everything was ok. The customer stated her blood glucose was in the 300-400mg/dl range therefore putting other. The customer declined to troubleshoot for high blood glucose and treated with pump. The insulin pump will not be returned for analysis.